Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as followed, reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump and performed insulin pump manual prime. Visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded. (B)(4).

Event description:
The customer reported that the insulin pump had a beep anomaly. Customer's blood glucose level went up to 477 mg/dl. The insulin pump alarmed no delivery several times. Self-test passed. The no delivery alarm was resolved by changing the complete set. The customer was advised that the device would be replaced and agreed to return the product for analysis.